Event description:
It was reported that the customer was hospitalized for high blood glucose. Customer stated that patient had diabetic ketoacidosis. Customer stated they kept getting on delivery alarms and changed everything 4 times but continued high blood glucose. Customer declined to do troubleshooting and requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. No excessive "no delivery" alarm noted. Insulin pump had minor scratched liquid crystal display window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).